Event description:
A u.s. Distributor contacted zoll on (B)(6) 2014 to report that a patient passed away on (B)(6) 2014. The patient experienced an appropriate defibrillation event the day prior on (B)(6) 2014. An appropriate defibrillation converted ventricular fibrillation to bradycardia at 27 bpm. Three additional defibrillations were delivered while the patient was in bradycardia and asystole. Oversensing of small artifact contributed to the false detections. The response buttons were not pressed during the entire event. The patient's daughter witnessed the event and contacted ems. Ems reportedly cut off the lifevest. There is no allegation that the lifevest contributed to the patient's death.

Manufacturer narrative:
There was no device malfunction associated with the inappropriate defibrillations or death. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2010. Electrode belt (B)(4): (B)(6) 2011. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice message, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.